Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a2 patient date of birth: unknown date in 1953, b4; b5; d9; g3; g6; h1; h2; h3; h6 the returned product exhibits signs of repeated use (nicked or gouged) and the post feature has fractured off. All pieces were returned. Review of the DHR identified the following deviations/anomalies, ncr for 20 pieces affected at job step 3000 (etch)(etch defect), which could be related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source - foreign: (B)(6). The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that during knee arthroplasty the articular surface provisional fractured when the surgeon removed it from the surgical site. No adverse events were reported as a result of this malfunction.